Manufacturer narrative:
Evaluation code, method: (film evaluation). Evaluation codes, results: patient's condition affected effectiveness of device (limb angulation). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (limb angulation).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt returned for eval due to abdominal pain. An angiography was performed on (B)(6) 2010 which showed that the aneurysm increased with no identifiable cause. The pt came back on (B)(6) 2010 on an emergency basis for abdominal pain. During this hospitalization, the pt began choking which led to an emergency intervention on (B)(6) 2010. During the exam, the physician observed a perforation of the talent graft which he confirmed by putting a wire through the perforation. Two endurant iliac stent grafts were implanted and excluded the aneurysm. The pt was fine after this procedure; however, the pt expired on (B)(6) 2010, during the same hospitalization, due to another cause (ref MFR # 2953200-2011-00760 and 2953200-2011-00761). The cause of death was not provided to medtronic. No further info was provided.

Event description:
Additional information was received for this case. Medtronic has received films images and a 3d reconstruction of the implanted stent grafts was created. The CT scans are dated 5.5 years post implantation that demonstrated that a talent aaa bifurcated stent graft system. There were two type iii endoleaks observed. The first type iii endoleak, fabric is on the main body of the device. There is no device angulation or calcification observed at this location. The abdominal aortic aneurysm is measured at 10-11mm in diameter. The second type iii endoleak, separation is at the junction of the ipsilateral limb and main body. The 3d reconstruction measures that the angulation between ipsilateral limb take off and main body is 130 degrees. The type iii endoleak, fabric is on the greater curvature of the angulation. The cause of the type iii endoleak, fabric is not apparent. Without the returned stent grafts for evaluation, the exact cause of the type iii endoleaks can not be determined. It is possible that the limb angulation may have contributed to the 2nd endoleak located at the ipsilateral limb and main body.

Manufacturer narrative:
(B)(4). Evaluation, results: (death, endoleak). Evaluation, results/conclusions: lack of info (unk cause of fabric tear/hole).